Event description:
It was reported that during an attempted firmware upgrade on the patient's pacemaker, the upgrade process seemed to be stuck. The programmer was powered off and the pacemaker was noted to be in backup vvi operation. The original firmware was downloaded onto the device. The patient was stable throughout.